Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump kept alarming compromised force sensor system. The customer received the compromised force sensor system alarm as she was changing her infusion set and reservoir. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.